Event description:
Customer called to report a centrifuge bowl leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report a centrifuge bowl leak at the end of 2nd cycle. Customer stated the blood leaked from the neck of the bowl. Customer aborted the treatment procedure and did not return any blood/products to patient. Customer stated estimated blood loss was 250 ml. Cts asked if patient was alright, customer stated patient was fine. Service order (B)(4) was created to service the instrument. Customer did not return the kit for investigation.

Manufacturer narrative:
Batch record review of lot a763 was conducted. There were no non conformances related to this lot. Lot met release requirements. Complaint lot review conducted and one additional complaint for centrifuge bowl leak was reported to date for this lot. No trends detected. Service order (B)(4) completed: service engineer assisted customer via telephone. Service engineer explained that the problem seems to be kit related and not xts instrument related; to ensure it was not instrument related, customer ran the xts instrument with different kit and verified no problems were reported. No further action required as instrument is performing per specification. The assessment is based on information available at the time of the investigation. No product was return for investigation; therefore, no root cause could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).